Manufacturer narrative:
Date sent to FDA: 9/4/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported via journal article, ¿what a mesh ¿ the tvto controversy. A district general hospital audit results¿ that a proforma was designed to collect a range of patient information specific to patients presenting with incontinence. The objective of this article was to compare the surgical outcomes and complications of a district general hospital with that of the nice, scottish pelvic floor network (spfn) and nhs scotland guidelines. Data was collected retrospectively from 98 patients who underwent a mid-urethral sling procedure with mesh at the district general hospital in 2013. The results were compared with figures quoted in the nice guidelines, spfn information booklet, nhs scotland patient information and consent booklet. In an attempt to reduce infection/mesh exposure, the suture material used in the mesh procedure was changed to an antibacterial suture and then complication rate was re-audited to complete the audit cycle. Thirty-four (34) % were investigated by pre-op urodynamics, 50% received supervised physiotherapy and 78% underwent mesh only procedure. Patients may have experienced the following immediate post-op complications : voiding difficulties, groin pain, uti and tape release. Events at the 6 weeks review post mesh may include: groin pain and tape exposure. The re-audit evaluated the medical records of 55 patients who underwent a mid-urethral sling procedure in 2014 of whom 53% had a mesh only procedure. The immediate post-op complications may include: groin pain, voiding difficulty, dribbling, difficulty mobilizing or vaginal bleed. Events at 6 weeks review post mesh may include: required urethral dilatation, groin pain, tape exposure. Additional information will be requested.